Manufacturer narrative:
The dissector cev998m was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - the evaluation verified the complaint as valid. The device is new and doesn't pass the electrical test. There is a hole in the sheath and near this hole, the sheath is scratched. Root cause - this issue is probably due to a bad handling of the device during the manufacturing operations, the packaging operations or during the inspection by the customer at receipt.

Event description:
A facility reported that the new dissector cev998m was received by customer and when they tested the sheath, they discovered it to be defective. This is an out of box failure of the device, without patient contact or surgical delay.